Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc application would freeze when trying to scan sensor. The customer reported that due to this, they developed symptoms of dizziness, shortness of breath, sweating, and loss of consciousness. The customer reported they were treated with IV by healthcare professional, for diagnosis of hyperglycemia. Upon troubleshooting with customer, it was determined he was using an incompatible os; the customer was advised to update his phone to resolve the issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported that the application did not send data. Investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint; therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported that the adc application would freeze when trying to scan sensor. The customer reported that due to this, they developed symptoms of dizziness, shortness of breath, sweating, and loss of consciousness. The customer reported they were treated with IV by healthcare professional, for diagnosis of hyperglycemia. Upon troubleshooting with customer, it was determined he was using an incompatible os; the customer was advised to update his phone to resolve the issue. There was no report of death or permanent injury associated with this event.